Event description:
The facility reports that the resident was being transferred from the bath lift to her wheelchair using a standing & raising aid. The staff member had placed the resident's feet on the platform of the standing & raising aid. The staff member had not yet started to hook up the standing & raising aid's sling before the bath lift tipped forward causing the resident to fall to the floor. The staff member tried to keep the chair lift upright but could not. The resident sustained a fracture of the left tibia and bruising to both knees. The caregiver sustained redness and pain to the left wrist, pain from the middle breast up to neck as well as upper right arm.